Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg failed to communicate with external devices after the patient suffered a fall in the shower. The patient did not reach out to any abbott representatives and decided to have the ipg replaced. The patient underwent surgical intervention wherein the ipg was replaced, restoring therapy.